Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to a "check circuit"condition. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module will need to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator that allegedly had issues related to the active exhalation control module. Additional evaluation of the device at the manufacturer's service center found contamination to the overhead blower filter. The overhead blower filter was replaced to address the issue. The manufacturer reported that an issue with the active exhalation control module was observed. There was no failure of the active exhalation control module, it was replaced preventively.